Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he received a no delivery. The customer¿s blood glucose was 480 mg/dl. He said that he changed his infusion set and received a no delivery and noticed that the tubing that was close to the site had a small crack in it. The customer said that insulin was coming out of the crack. He said that he changed the entire infusion set and that corrected the problem. He declined our troubleshooting and declined troubleshooting for high blood glucose because he stated the issue was resolved. The insulin pump will not be returning for analysis. The infusion set will be returning for analysis.